Event description:
Customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accutni) results generated by the access® 2 immunoassay system.a patient sample when tested for accutni gave results in the range of 0.03 - 1.18ng/ml. A report of 0.04 was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic lihep tube with a gel separator and centrifuged for five minutes at 3900 rpm.qc was within the customer's established ranges prior to and on the day of the event.system checks performed met specifications.customer technical support (cts) educated the customer on proper reagent pack mixing, loading and storing techniques.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.